Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one straight loading unit and one articulating loading can be seen not attached to any handles, it can also be seen to have staples protruding from the proximal end of the cartridge, the jaws of the loading unit are open and the staple line can be seen incomplete centrally. It was reported that the device initially fires, but failed to complete the firing cycle and the staples did not form as expected. The reported issue was confirmed. The most likely root cause could not be established from the information available. It was also reported that the jaws of the device remained closed on tissue after firing. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when making a sleeve stomach during a laparoscopic sleeve gastrectomy, both first and second reloads fired but the second reload had a poor staple formation and an incomplete staple line on the distal. It was also stated that the jaws of the device locked on tissue and was removed by pressing back the black rest button. It was confirmed that two reloads had malfunctioned during the same event. The staple line was fixed with sutures and complete the case.